Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device provided an inappropriate therapy for atrial fibrillation with rapid ventricular response (af w/rvr) which the device detected as a ventricular tachycardia (vt) episode. Follow up was conducted and no further information was ascertained at this time. The device was later extracted and the patient upgraded to a cardiac resynchronization therapy defibrillator (crt-d) device. No further patient complications have been reported as a result of this event.